Event description:
Probable transfusion transmitted bacterial infection (ttbi). Initial information received: 10-dec-2024, 11-dec-2024, 12-dec-2024, 17-dec-2024. Initial adverse event report: on 10-dec-2024, cerus received a fatal adverse event report of probable transfusion transmitted bacterial infection (ttbi) with staphylococcus ureolyticus. This adverse event was reported to cerus by dr. (B)(6), medical director from (B)(6). Medical history and medications: this report involved a 76-year-old, male of an unreported race. The patient's medical history included acute myeloid leukemia and myelodysplastic syndrome. The patient's past medical procedures were not reported. Concomitant medications were not reported. Adverse event description: on (B)(6) 2024, the patient was hospitalized at (B)(6) hospital, for transfusion support. Upon arrival, the patient was afebrile, with no clinical signs and no implantable port. On the same day, in the morning, the patient was transfused with two units of red blood cells without incident. On the same day, from 15:05h to 15:40h, the patient was transfused with one unit of day 4 psoralen treated platelets (ptp) (blood component details not reported) through a peripheral vein connected to a 3-way tap/stop cock. After transfusion was completed, the implicated ptp was disconnected by an accredited nurse, closing the tubing with a knot and clamp placed on the distal end before unhooking the pocket from the stem. Per reporter, the "the pocket tubing of the implicated ptp never came into contact with the patient." Clarification regarding the purpose of the "pocket tubing" is pending. The patient's pre-transfusion / during transfusion / post-transfusion vital signs were: body temperature: not reported / not reported / 38.7 °c (one hour after transfusion) and 39.4 °c (two hours after transfusion), respiratory rate: not reported, blood pressure: not reported, heart rate: not reported. Around 20 minutes after transfusion, the patient developed chills and slight bradycardia. One hour after transfusion, the patient became febrile with a temperature of 38.7°c, which rose to 39.4°c one hour later. An infection assessment was conducted, claforan antibiotic started empirically, and the patient was hospitalized for monitoring. Unfortunately, he deteriorated, became hypotensive, and died between the night of (B)(6) 2024 and the morning of (B)(6) 2024. Pre-transfusion sample was not tested. On (B)(6) 2024 at 17:00h and at 21:00h, post-transfusion blood samples were collected from the patient and sent for gram stain and blood culture. Gram positive cocci identified on gram stain and coagulase-negative staphylococci detected in blood culture. Staphylococcus ureilyticus was identified in 8 vials using maldi tof. Implicated ptp gram stain showed gram positive cocci and cultured positive for staphylococcus ureilyticus. No antibiotic resistance identified. The patient experienced a fatal adverse event of probable ttbi with staphylococcus ureilyticus. Blood donor(s) information: the donor is a repeat female donor and a review of her prior donations during 2024 did not indicate any other transfusion recipient adverse events. Betadine and alcohol scrub x4 was used to disinfect the venipuncture area. Attempt to schedule the donor for swab collection and culture on (B)(6) 2024 has been done but the donor has not confirm this appointment. The biological qualifications of donation tubes (i.e., pre-donation testing tubes) could not be cultured because they have been open. Implicated pathogen reduced blood component(s) collection and manufacturing information: (B)(6) 2024, (B)(6) center collected a trima apheresis platelet suspended in platelet additive solution (pas) with a co-component plasma. On (B)(6) 2024, the implicated ptp was treated with intercept processing set for platelets (lot # ce23i01a01) and was illuminated with intercept illuminator (serial # (B)(6) at the efs rungis blood center. The treatment report showed successful illumination with no indication of illuminator malfunction or irregularities. Residual amostosalen was 0.25 m and ph was 7.07. The apheresis collection kit has been discarded. All but the final intercept processing bags have been discarded. The spinning index (i.e. Swirling) was acceptable and no aggregate were observed at the time of issuance by the efs blood center on the day of transfusion. The implicated ptp was transported from efs to the clinical service by pneumatic transport system. The cartridge that was used for transport was cultured and the result is negative for organisms. Co-component(s) information: on (B)(6) 2024, the co-component plasma was cultured with negative results at day 5. Adverse event investigations: (B)(6) hospital: gram stain of the implicated ptp pocket tubing found gram positive cocci. Genotype analysis of positive culture samples from the patient and implicated ptp is in progress. According to clinical microbiology, this organism has never been identified in clinical samples at this hospital in the past. Staphylococcus ureilyticus is an environmental strain/biofilm staphylococcus involved in nosocomial infections. Retrograde contamination was ruled out due to positive direct examination of the implicated ptp bag, arguing in favor of contamination of the implicated ptp. Negative culture result from the co-component plasma is non-informative because human plasma may contain compounds that inhibit the multiplication of bacteria, leading to loss of viability. Since this strain of staphylococcus ureilyticus does not have any antibiotic resistance trait, additional studies regarding antibiotic sensitivity will be challenging. (B)(6) center investigation : visual inspection did not identify any obvious damage. The leak test was done by immersing the implicated ptp bag in water, compressing it with an air compressor at a pressure setting of 1.8 bar. There were no bubbles observed, and the outcome of this test was negative. Efs staff who was involved in the collection of the implicated ptp have been swabbed for culture, results are pending. Cerus investigation: a batch record review for intercept processing set for platelets (product code #int2204b/lot #ce23i01a01); expiration date: 30-nov-2025) was performed. The review of the batch records for the finished goods did not indicate any out-of-limits results during testing and controls. The product met all quality requirements and specifications at the time of release. This batch was released on 21-dec-2023. No other complaint has been received for lot #ce23i01a01. The total batch size was 6096 processing sets. Cerus will work with (B)(6) to ship bacterial isolates from the patient and implicated ptp to an accredited laboratory for additional investigations. Fresenius kabi la châtre : cerus will work with efs to ship implicated ptp bag to fresenius kabi la châtre for additional investigations. Adverse event assessment: 1.~probable ttbi with staphylococcus ureilyticus [pt: transmission of an infectious agent via product] the reporter assessed the event as death in severity, serious due to being death, probable to certain in relation to psoralen treated platelets and probable to certain in relation to intercept processing set for platelets. The cerus medical reviewer considered the event as serious due to death, probable in relation to psoralen treated platelets and intercept processing set for platelets. Staphylococcus ureilyticus was identified in both the patient and implicated ptp and given the patient's clinical presentation it is consistent with a septic transfusion reaction. That said, it is unclear at this time if the contamination occurred pre- or post-intercept pathogen inactivation in light of the fact that a 3-way stop cocked was used for the transfusion which could have introduced contamination into the implicated ptp. Additional investigation into the collection staff, henri mondor's platelet transfusion procedures, patient and implicated ptp bacterial genetic analysis are ongoing. Moreover, investigation into the implicated ptp bag integrity must be completed to rule out any leaks or breaches. Finally, cerus will work to obtain the patient and implicated ptp culture isolates to have pathogen inactivation studies performed since staphylococcus ureilyticus has not been evaluated in any in vitro pathogen inactivation studies in the past. The cerus medical reviewer considered the listedness of this event in relation to the psoralen treated platelets as listed based on applicable cerus reference safety information. The cerus medical reviewer considered the listedness of this event in relation to intercept processing set for platelets as listed based on applicable cerus reference safety information.

Manufacturer narrative:
Unique device identifier # is not reported in section d4 because the suspect medical device was manufactured for market outside the united states (france).

Event description:
Cerus received additional follow up information on this event on 20-dec-2024, 25-dec-2024, 31-dec-2024, 02-jan-2025, 07-jan-2025, 10-jan-2025, 17-jan-2025, 26-jan-2025, and 28-may-2025. Adverse event description: (revised information): on (B)(6) 2024, the patient was hospitalized at (B)(6) hospital, (B)(6) for transfusion support. Upon arrival, the patient was afebrile, with no clinical signs and no implantable port. On the same day, in the morning, the patient was transfused with two units of red blood cells without incident. On the same day, from 15:05h to 15:40h, the patient was transfused with one unit of day 4 psoralen treated platelets (ptp) (donation identification number (din): (B)(4); expiration date: 30-nov-2024) through a peripheral vein connected to a 3-way tap/stop cock, as part of routine transfusion practice. After transfusion was completed, an accredited nurse closed the tubing of the implicated ptp with a knot and clamp placed on the distal end. Blood donor(s) information: (new information) swab samples taken from the donor's nose, armpit and groin were cultured and the results were negative. Implicated pathogen reduced blood component(s) collection and manufacturing information: (new information) all preventive maintenance (pm) on the illuminator were completed successfully within the last several years and no issues were identified during these maintenance visits. The last pm was successfully completed on (B)(6) 2024. (New and updated information): on (B)(6) 2024 at around 14:00h, the implicated ptp's spinning index (i.e. Swirling) was acceptable and no aggregates were observed. The implicated ptp was sent to the hospital around 14:44h via the pneumatic transport system. Transfusion nurse received the implicated ptp around 15:00h. Transfusion started at 15:05h and ended at 15:40h. The patient started exhibiting symptoms at 16:00h. Patient blood samples were drawn at 17:00h. Implicated ptp was sent back to efs at 18:00h for investigation. The implicated ptp was stored in the refrigerator until it was given to the bacteriology lab on (B)(6) 2024 around 11:30h. The cartridge that was used for pneumatic transport was cultured and the result was negative for staphylococcus ureilyticus. Adverse event investigations: (B)(6) hospital: (updated information) two samples were taken from the implicated ptp, one through a port and another through the pocket tubing (i.e., segment), both were in direct connection with the interior of the bag. Both samples showed gram positive cocci and cultured positive for staphylococcus ureilyticus. (New information) genotype analysis of staphylococcus ureilyticus culture isolates from the patient and implicated ptp showed strong genetically linkage. Efs blood center investigation: (updated information) swab samples taken from the nose, armpit and groin of the efs staff who collected the implicated ptp were cultured, and the results were negative. Cerus investigation: pathogen inactivation investigation: (new information) bacterial isolates from the patient and implicated ptp have been shipped to the cerus us headquarters for pathogen inactivation studies which were completed on (B)(6) 2025. All studies were performed with 4 replicates using apheresis platelet units adjusted to ~319 ml with 35% plasma/65% ssp+ to mimic the characteristics of the implicated ptp. The growth characteristics of staphylococcus ureilyticus in platelets were assessed by inoculating each platelet unit with a target 10-25 cfu of staphylococcus ureilyticus and incubating under standard storage conditions (22°c with agitation). Bacterial titer was assessed on day 1 (~24 hours post-inoculation), day 2 (~48 hours post-inoculation), day 4, and day 7. Staphylococcus ureilyticus grew to 0.8, 5.1, 8.4, and 8.6 log cfu/ml, respectively. Staphylococcus. Ureilyticus was grown to a high titer and spiked into each platelet component at ~7.7 log cfu/ml and treated with the intercept platelet large volume processing set with approximately 150 ¿m amotosalen and 3.9 j/cm2 uva light with the int100 illuminator. At post-illumination, greater than or equal to 7.7 log cfu/ml of staphylococcus. Ureilyticus was inactivated. A second assessment was performed with approximately 6.7 log cfu/ml of staphylococcus ureilyticus spiked into each platelet component and treated with the intercept platelet large volume processing set with 150 ¿m amotosalen and 3.9 j/cm2 uva light with the int100 illuminator. At post-illumination, >6.7 log cfu/ml of staphylococcus ureilyticus was inactivated with no residual viable bacteria observed up to day 7 post-treatment. In conclusion, the intercept blood system for platelets can robustly inactivate staphylococcus ureilyticus at 6.7 log cfu/ml with no viable bacteria observed after storage on day 7 post-treatment. Since staphylococcus ureilyticus grew only to 5.1 log cfu/ml by day 2 (~48 hours post-inoculation) which is lower than the capacity of the system (6.7 log cfu/ml), it is highly unlikely that the intercept blood system for platelets could not inactivate staphylococcus ureilyticus, even if the implicated ptp was treated at the end of the acceptable treatment time (end of day 1). Taken together, the evidence suggests that contamination likely occurred post-illumination. Fresenius kabi la châtre investigation: (new information) the implicated ptp bag was shipped to fresenius kabi la châtre for additional investigation and the findings were: ·~an empty storage container of the intercept processing set for platelet with two perforators attached to both outlet tubing were received for investigation. ·~visual observation of the sample showed no anomaly, friction marks, or defects. ·~the container underwent a pressure test between plates at 0.8 bar for 5 minutes, which confirmed the absence of leakage at the upper welds. ·~the container was then pressure tested underwater at 0.6 bar and no leaks were detected on the container sheeting and welds. ·~the inlet and outlet tubings were tested using the four-way bend, revealing no adhesive defects. Adverse event assessment: (updated information) the reporter assessed the event as death in severity, serious due to being death, possible in relation to psoralen treated platelets and intercept processing set for platelets. (New and updated information) the cerus medical reviewer considered the event as serious due to death, possible in relation to psoralen treated platelets and unlikely in relation to the intercept processing set for platelets. Staphylococcus ureilyticus was identified in both the patient and implicated ptp and given the patient's clinical presentation it is consistent with a septic transfusion reaction. Genetic sequencing of the patient and implicated ptp's culture isolates shows strong genetic linkage. Staphylococcal species are generally effectively inactivated by the intercept system and pathogen inactivation study completed by the cerus microbiology department confirmed robust inactivation of staphylococcus ureilyticus at 6.7 log cfu/ml with no viable bacteria observed after storage on day 7 post-treatment. These data suggest that contamination occurred post-illumination. Since the cad bag is not available for investigation, it is possible that the contamination occurred through defects in the cad bag after illumination (i.e., pathogen inactivation) and prior to storage. Although remote, it is not implausible that the 3-way stop cock used for the transfusion could have introduced contamination into the implicated ptp after successful pathogen inactivation. The donor and efs's staff member who performed the apheresis platelet collection were cultured with negative results. The co-component plasma was also culture negative. Fresenius kabi la châtre conducted thorough analysis of the implicate ptp bag integrity. They did not identify any defects, marks, anomalies and the underwater pressure testing confirmed there is no microscopic leaks. Cerus completed batch record review of the implicated ptp processing set and did not identify any out of limit results. Additionally, cerus has completed pathogen inactivation investigation of the implicated ptp culture and confirmed robust inactivation of staphylococcus ureilyticus. The cerus medical reviewer considered the listedness of this event in relation to the psoralen treated platelets as listed based on applicable cerus reference safety information. Listedness assessment is not applicable because this event is not related to the intercept processing set for platelets device.